Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is experiencing feeling of sadness and worthlessness as the patient cannot wear a condom, the patient states that it will not stay on, and it rolls right back off, as well as the patient is unable to enjoy sex. The ipp is currently implanted. There were no additional patient complications.